Manufacturer narrative:
(B)(6). Complaint sample was evaluated, and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional(tasp) reported that the post features have fractured. All pieces were returned. Review of the device history record and receiving inspection report identified no deviations or anomalies. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. However, reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp.

Event description:
It is reported that the provisional fractured during the trialing stage of a total knee arthroplasty procedure. No patient consequences were reported as a result of the malfunction.